Event description:
It was reported that the customer requests assistance with programing the insulin pump. The customer's blood glucose level is 542 mg/dl. The customer was treated with a shot. The customer insulin pump was programmed and will connect to the new insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.